Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and subsequently a cartridge alarm 19 occurred during the load process. There was no reported impact to customer's blood glucose level. Customer declined further assistance from tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 19 issue was verified. The alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.